Manufacturer narrative:
(B)(4). Evaluation summary: the returned starclose se device was received fully clip deployed. The clip was not returned, and the device was in the access port activated and retracted state with the thumb advancer/delivery tubeset proximally retracted. At the distal end of the device, the pusher body joint was intact and one vessel locator wing (vlw) was noted to be broken from the distal retaining ring. The remaining three vlw were undamaged. Inspection of the broken vlw determined all broken wing material had been returned and all four vlw attachment points within the vessel locator assembly were secure. The observed access port activated state of the device with broken wings is consistent with the reported and confirmed difficult device removal event. A broken vlw(s) can be caused by numerous factors including but not limited to: manufacturing, materials, technique or anatomy. As there was no report of anatomical issues (calcification, tortuosity, etc.) Or improper user technique, a possible cause for the broken vlw is likely procedural related. Distal directional forces can be applied to the deployed vlw from tissue compaction between the clip delivery tube distal end and deployed vlw during the deployment of the thumb advancer/delivery tubeset through the tissue tract. This could possibly be due to an insufficient nick and spread incision. This condition may inhibit correct vlw retraction into the distal end of the delivery tube after clip deployment, bending and, in some cases, causing breakage of the vlw and possibly causing incomplete implantation of the clip into the arteriotomy, as reported. Based on the investigation findings, the probable cause for the event is related to the operational context in the use of the device. Review of the device history record did not reveal any non-conforming material records associated with this lot. A query of the complaint-handling database was performed and does not indicate any lot quality deficiency. To help ensure that all devices function according to specification, all vessel locator assemblies are inspected during the manufacturing process to ensure proper assembly and operation. Additionally, a sampling of units from each lot is functionally tested to verify proper device operation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified right common femoral artery (rcfa) after a diagnostic cath procedure using a starclose se device. Reportedly, once the clip was deployed the device body was stuck in the patient's groin and could not be removed. The device safety features were used successfully and the device came out of the patient's groin. Manual arterial compression was applied as it seemed that the clip achieved partial hemostasis. The patient did not experience any adverse effect. The access site was described as not calcified. A 6 fr. Sheath was used during the closure procedure. The physician is trained in the use of the starclose se device. Though requested, no additional information was provided.